Event description:
It was reported that on (B)(6) 2025, during the posterior decompression and fusion procedure, following the completion of the decompression phase, the surgical team proceeded with the final tightening and torque of the precept system screws. During the torque attempt on the second screw, the lock screw-driver failed and broke. A segment of the broken driver was left lodged inside the lock screw. The procedure continued to the third screw. During the attempt to torque this screw, the precept compressor final driver also failed and broke, similarly leaving a segment of the broken tool inside the screw mechanism. This event occurred in the philippines.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. If any additional information becomes available, a supplemental report will be submitted.